Manufacturer narrative:
As of today, the device has not be returned for analysis. This report will be updated should further information become available.

Event description:
Boston scientific received information that during the elective replacement procedure of this pacemaker, the distal setscrew could not be retracted causing the terminal pin of the chronic right atrial (ra) lead to separate from the lead body. A new ra lead was successfully implanted without issue. There were no adverse patient effects reported.